Manufacturer narrative:
The pump was not able to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test or occlusion test due to no button response. Moisture observed on keypad traces. No response from any button, problem isolated to keypad assembly. No frozen screen noted. Unable to download pump history due to upload error. Unable to confirm insulin flow block alarm due to upload error. Unable to upload to carelink due to unresponsive keypad. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Keypad/buttons did not function properly during analysis and did not pass all required testing. Unresponsive keypad was confirmed. No frozen screen noted. Unable to confirm insulin flow block alarm due to unresponsive keypad. Upload error confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, frozen display, and had observed a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was performed for the keypad anomaly, and the pump have not been exposed to altitude change. Troubleshooting was performed for the frozen screen, and the buttons were not responsive, and the time clock did not advance. Replaced the battery, but the screen remained unresponsive. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.